Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus australia this phenomenon was attributed to the handling that applies excessive force to the bending section of the device by the user.

Manufacturer narrative:
The evaluation of the device by olympus (B)(4) confirmed the followings; a leak from the rubber of the bending section was noted. The bending range of the bending section was insufficient. Rubber adhesive of insertion tube was worn and cracked. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a leak from the distal end of the device. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the insertion tube was heavily damaged and the internal metal was protruding outside. There was no report of patient injury associated with this event.